Manufacturer narrative:
Device analysis report attached. This report is submitted on jun,14,2024.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the patient experienced trauma to the implant site which led to damaged skin flap and an infection. The patient was treated with IV antibiotics (date and duration not reported), and the device was explanted on (B)(6) 2021, due to an exposure of the receiver. There are no plans to re-implant the patient with another cochlear device as of the date of this report.